Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, episodes of non-sustained lead noise were observed due to post-paced t-wave oversensing. Programming changes were recommended. The patient is scheduled to return for a follow-up for the changes. The patient has not reported any adverse consequences.